Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving unknown concentrations and doses of clonidine, bupivacaine, and dilaudid via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient noted that ¿the other day¿ in (B)(6) 2017 the pump started to burn and it moved around. It was stated that the healthcare professional (hcp) who did the replacement surgery was not her normal hcp, but was an on-call hcp and so the patient did not know if he did anything to cause this. The patient also had severe anxiety starting about a month ago.